Manufacturer narrative:
(B)(4). Batch # n53d62. The analysis results showed that one gst60g reload was received fully fired, with the pan detached from the cartridge. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a robotic gastric tumor resection procedure after firing the device and removing the cartridge from the gun, the pan of the cartridge was stuck and separated. The pan was removed and the gun was utilized with another reload to finish the procedure. No buttressing was used. It was unknown how many firings had taken place when they removed the cartridge. No additional information was available. There were no patient consequences reported.